Manufacturer narrative:
(B)(4). Approximate age of device: 9 days. The pump remains in use supporting the patient. A correlation between the device and the reported hemolysis could not be conclusively determined. The reported pump power elevations were confirmed per review of the submitted log file. These power elevations were captured during pulsatility index (pi) events; however, a cause for the power elevations and pi events could not be conclusively determined. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No additional information was provided and no subsequent issues have been reported. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient experienced hemolysis, elevations in the estimated pump flows, and a slight elevation in pump powers. The patient's urine was also darker than usual. The patient's lactate dehydrogenase (ldh) peaked at 577 u/l, and on (B)(6) 2015 it was 340 u/l. Unspecified changes were made to the patient's medication regimen and the patient was bridged with heparin. On an unspecified date, the patient's platelet count was 787x10^9/l and the patient was diagnosed with thrombocytosis. On (B)(6) 2015, the patient's plasma free hemoglobin was 19.3 g/dl; by (B)(6) 2015, it had dropped to 8.6 g/dl. During the post-implant hospitalization, the patient also underwent a thoracentesis and received fresh frozen plasma prior to a chest tube placement. The patient's post-operative hospitalization was reportedly prolonged due to the hemolysis and other unrelated events. On (B)(6) 2015, the patient was discharged on warfarin and aspirin. On (B)(6) /2015, during the patient's clinic visit, it was reported that the pump powers were normal. The patient's ldh level is currently in the 350 u/l range and the thrombocytosis had resolved.